Event description:
It was reported to boston scientific corporation that sensor wire was used during percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while manipulating the sensor wire, the shrink sleeeve was detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event.the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of shrink sleeve detached. Block h10: visual analysis of the device revealed that the shrink sleeve totally detached. The reported event was confirmed. In addition, it was possible to observe that the coating was scratched (peeled) along the coil wire at the proximal section. During a laboratory test it was possible to observe that coating was scratched (peeled) along the coil wire close to detached shrink sleeve section, due to this condition is likely that the device was highly manipulated/handled at the proximal section causing the shrink sleeve got detached, moreover, no other issues were found on the shrink sleeve. Also, procedural factors involved could have induced the failures observed. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information, available, this device was used per the directions for use (dfu.)

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that sensor wire was used during percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while manipulating the sensor wire, the shrink sleeve was detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.